Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It has been identified that the customer did not follow the proper handwashing procedure as outlined in the instructions for use (IFU). The required term/code for this report was unavailable. Since the customer did not return their device, a component code for annex g could not be found. As this field was mandatory, the entry "appropriate term/code not available" was used instead. It is important to note that the customer did not speak with his md about using the soclean device specifically. Additionally, the customer has been a soclean user for 14 years and this is the first adverse event reported. It is not unreasonable to think that there may be other factors contributing to the customers pneumonia.

Event description:
Customer reports pneumonia. The customer was evaluated by a physician and received antibiotic treatment.